Manufacturer narrative:
This complaint was incorrectly filed under this registration number, please reference mrn 3012307300-2025-05539 for details pertinent to this event.

Event description:
It was reported that the balloon seemed to become porous quite quickly, as it already deflates on the first day of insertion following sterilization. During the sterilization, residual water and a suspicious appearance of the balloon were observed. There were no patient harm or adverse effects reported as a result of the event.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.